Event description:
During a ptca / atherotomy treatment procedure involving a calcified re-stenosis in a bx velocity stent in the middle portion of a tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's due to extrusion of dye into vessel noted distal to the balloon. The pt was asymptomatic during this event. The procedure was successfully completed. A getz brothers neo's guidewire (size unknown) and a 6f cordis britetip guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Pt status is reported as 'good'.